Event description:
The customer called to report that she was experiencing high blood glucose for the past 18 hours. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The customer stated that the insulin pump never gives the no delivery alarm. Advised the customer that the insulin pump should be replaced but the customer stated she would be purchasing a new insulin pump soon, and would continue to use this one.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.